Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection revealed a slight kink to the stabilizer and delivery catheter, the stent was returned in the deployed state. Functional testing did not reveal any anomalies to the stent stabilizer. It is probable that the tortuous nature of the patient¿s anatomy caused difficulty engaging the target vessel and damage to the device. Based on investigation findings, it is likely that procedural factors contributed to the reported and observed damages limiting the performance of the stent during the clinical procedure. Therefore, an assignable cause of procedural factors has been assigned to this investigation.

Event description:
Analysis of the returned device revealed the stent delivery system had prematurely deployed during use. There was no clinical consequence to the patient.